Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf impact code f2301 captures the reportable event of stent removal using rat tooth forceps and cre balloon.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered stent rmv was implanted in the bile duct to treat a bile leak post gall bladder removal during a stent placement procedure performed on (B)(6) 2023. The patient's anatomy was not tortuous and was not dilated prior to stent placement. 6 months post stent placement procedure, during a scheduled stent removal, the stent was attempted to be removed as the bile leak was resolved. However, the physician encountered difficulty in removing the stent. The stent was eventually removed using rat tooth forceps and cre balloon, and the procedure was completed. There were no patient complications reported as a result of this event. Note: according to the complainant, the walflex biliary rx fully covered rmv stent was implanted to treat a leak in the common bile duct following gallbladder removal. However, per the wallflex biliary rx fully covered stent system rmv directions for use, the wallflex biliary rx fully covered stent system rmv is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for indwell up to 12 months in the treatment of benign biliary strictures secondary to chronic pancreatitis.